Event description:
It was reported the patient had the scs ipg replaced due to receiving an elective replacement indicator (eri) message.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d1, d2a, d4, d6a, and h4 have been updated to their corrected information.